Event description:
The defibrillation system was implanted on (B)(6) 2011. Reportedly, on (B)(6) 2016, the patient went to the hospital for an emergency visit due to 70 inappropriate shocks that were delivered by the associated ICD. The patient reported muscle pain, physical stress, fear, discomfort, mental stress and therefore the reduction in quality of life. The patient was hospitalized until (B)(6) 2016. The patient had hypertonic dilative cardiomyopathy and paroxysmal supraventricular tachycardia (psvt) after radiofrequency ablation (rfa) with the implanted defibrillation system.reportedly, the physicians observed an increase in lead impedance, oversensing and inappropriate stimulation and therefore suspected a lead issue. The ICD and right ventricular lead were successfully explanted and replaced in 2016. It should be noted that the subject ventricular lead was involved in the field safety notice issued on isoline leads in january 2013, related to internal insulation breach.

Event description:
The defibrillation system was implanted on (B)(6) 2011. Reportedly, on (B)(6)2016, the patient went to the hospital for an emergency visit due to 70 inappropriate shocks that were delivered by the associated ICD. The patient reported muscle pain, physical stress, fear, discomfort, mental stress and therefore the reduction in quality of life. The patient was hospitalized until (B)(6)2016. The patient had hypertonic dilative cardiomyopathy and paroxysmal supraventricular tachycardia (psvt) after radiofrequency ablation (rfa) with the implanted defibrillation system. Reportedly, the physicians observed an increase in lead impedance, oversensing and inappropriate stimulation and therefore suspected a lead issue. The ICD and right ventricular lead were successfully explanted and replaced in 2016. It should be noted that the subject ventricular lead was involved in the field safety notice issued on isoline leads in january 2013, related to internal insulation breach.

Manufacturer narrative:
This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
The defibrillation system was implanted on (B)(6) 2011. Reportedly, on (B)(6) 2016, the patient went to the hospital for an emergency visit due to 70 inappropriate shocks that were delivered by the associated ICD. The patient reported muscle pain, physical stress, fear, discomfort, mental stress and therefore the reduction in quality of life. The patient was hospitalized until (B)(6) 2016. The patient had hypertonic dilative cardiomyopathy and paroxysmal supraventricular tachycardia (psvt) after radiofrequency ablation (rfa) with the implanted defibrillation system. Reportedly, the physicians observed an increase in lead impedance, oversensing and inappropriate stimulation and therefore suspected a lead issue. The ICD and right ventricular lead were successfully explanted and replaced in 2016. It should be noted that the subject ventricular lead was involved in the field safety notice issued on isoline leads in january 2013, related to internal insulation breach.